Manufacturer narrative:
No product was rec'd for eval. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the vessel occlusion could not be conclusively determined; however, a clot was removed from the puncture site. The angio-seal device instruction for use (IFU) state that bleeding at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitoring pedal pulses. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal device in pts with clinically significant peripheral vascular disease.

Event description:
It was reported following a bilateral femoral angiogram with left leg angioplasty, an angio-seal was deployed in the right femoral puncture. Pre-deployment, an ultrasound of the right femoral puncture site revealed posterior wall peripheral vascular disease; however, the anterior wall was free of disease. Vessel size was measured greater than 4 millimeters and the puncture was uncomplicated. A 5f introducer sheath has been used for the procedure. During pullback of the angio-seal, the pt became agitated with sudden movements. While tamping the collagen, the physician noted pulsitile blood from the puncture tract; even though, the black compaction marker on the angio-seal device was visible. Manual compression was applied to the puncture site for 10-12 minutes. With bleeding controlled, the suture was cut to remove the tamper tube leaving a sutre tail. Manual compression was re-applied for 10 minutes and hemostasis was achieved. An ultrasound revealed the anchor sitting flat against the anterior wall as the puncture site and something outside the artrial wall; the physician was uncertain if that was the collagen. Normal pulses were present in the foot and normal blood flow was present via ultrasound imaging. Five hours later, the pt developed a pale leg with reduced blood flow. The pt underwent surgical intervention and a clot was removed. The angio-seal was removed. The pt experienced complications from the anesthesia and was admitted to the itu, but recovered well and was transferred out of itu.